Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), the balloon ruptured during post dilatation due to calcification burden in the left ventricle outflow track (lvot). The team was able to get the balloon back to the sheath, but not in the sheath. A surgical cut down was necessary to remove the delivery system. The valve area was 510mm. Balloon aortic valvuloplasty (bav) was not performed. There was mild calcification of the native valve and leaflets, one chunk of calcium that appeared to be below the lcc extending into the lvot. The team had discussed not doing a post dilation because of this but the paravalvular leak was moderate & in 3 different areas not involving the chunk of calcium. No extra volume was added to the balloon prior to the post dilation inflation. There was coaxial alignment of the delivery system upon reentry into the distal end of the sheath, but due to the way the balloon ruptured it could not be pulled back into the sheath. There was no crossing difficulty. There was no retained volume in the balloon. There was damage to the sheath caused by the balloon withdrawal.

Manufacturer narrative:
Additional information indicated the valve area was 510 [mm2], with mild calcification - one chunk of calcium that appeared to be below the left coronary cusp (lcc) extending into the left ventricular outflow tract (lvot). Pre-procedure, it was discussed not performing a post dilation because of this but the leak was moderate and in 3 different areas not involving the chunk of calcium. A balloon aortic valvuloplasty (bav) was not performed. No extra volume added to the balloon prior to the post dilation inflation. There was coaxial alignment of the delivery system upon reentry into the distal end of the sheath, but due to the way the balloon ruptured it could not be pulled back into the sheath. There was no crossing difficulty, and no retained volume in the balloon. There was sheath damage caused by the balloon. The delivery system was returned to edwards lifesciences for evaluation after being used in the procedure inserted fully through sheath and loader cap and locked at packaging position with 3/4 fine adjust used. 3mensio of the access vessel was returned for further evaluation. The vessel has varying diameter size. There is evidence of calcification and tortuosity throughout the vessels. As mentioned per cer, there was ¿one chunk of calcium that appeared to be below the llc¿. The annulus and leaflets were calcified. Per visual inspection, working length of balloon was returned fully separated, and there were no missing pieces. Balloon and guidewire was cut off by engineer to separate devices. The spring was bent. There were gouges on distal flex shaft, and nose tip wings were flared. The distal end of inflation balloon was folded over the nose tip. The sheath distal liner had circumferential delamination, 2" in length. The sheath liner was intact. There were gouges on the flex tip. No relevant functional testing could be performed due to the condition of the returned device (burst balloon). Balloon single wall thickness measurements were taken with a digital blade micrometer. A wall thickness being out of specification could contribute to the complaint event. The measurements meet the specification for the calculated single wall specifications. The commander delivery system instructions for use (IFU), the esheath instructions for use (IFU), device prepping manual and training manual were reviewed for guidance related to the reported complaint. No IFU and training manual deficiencies were identified. During the manufacturing process, the delivery system and balloon were visually inspected and tested throughout the product verification process. The balloons were 100% dimensionally and visually inspected for critical drawing specifications, including working length, balloon diameter, proximal/ distal ids, proximal leg od, and double wall thickness measurements. Inspected for kinks, bends, scratches, gel spots, crow¿s feet, fish eyes, deformation and contamination. Inflation balloon components were used for the related work order were burst tested under a sampling plan. The balloon size was inspected prior the pleating and folding process using a go/nogo gauge. The inflation balloon was also visually inspected for distorted/pinched folds following the pleat and fold process. The balloon underwent 100% final inspection by both manufacturing and quality for visual defects such as device damage (e.g. Kinks, cuts), distorted/pinched folds, wrinkles or waviness, and fold lines on the inflation and crimp balloon. The devices were 100% leak tested. Post leak test, the balloon covers and inflation balloon were inspected for any damage. Multiple testing was performed on five (5) sample devices during product verification testing. Visual inspection was conducted prior to functional testing for physical defects such as kinks and cracks, and loose or missing components. After a 10 cycle balloon fatigue, the burst pressure of tested units was measured to have a lower tolerance limit (ltl) of 9 atm. The lot meets the statistical requirements. The system retrieval force was calculated to have met the specification. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. The complaint for ¿balloon- burst¿ and ¿delivery system- withdrawal difficulty-through sheath¿ were confirmed, and no manufacturing non-conformities were found in the returned sample. Review of manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaints. A review of the IFU and training materials revealed no deficiencies. Per information provided by the complaint site, the patient had a calcified annulus and native leaflets. The complaint description further states that ¿the balloon ruptured during post dilatation due to calcification burden in the left ventricle outflow track¿. Based on this account, it is likely that the root cause of the balloon burst is related to those detailed in a technical summary written by edwards lifesciences. A detailed root cause analysis for similar returned complaints has been summarized in technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, and it details why balloons are subject to increased risk of burst in a calcified annulus (calcified nodules within the annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure). The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicate that they are typically caused by interaction with calcification in the annulus. Technical summary  contains additional details related to root cause analysis on balloon bursts in a calcified annulus. Review of 3mensio revealed that the annulus was calcified. As such, the events discussed in this complaint are likely related to the details outlined in the technical summary. In this case, a balloon burst would have created difficulty withdrawing the delivery system into the sheath, as the altered balloon profile would have likely become caught on the tip of the sheath. Available information therefore suggests that patient (calcification) and/or procedural (withdrawal of ruptured balloon) factors likely contributed to the complaint events. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary  has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. Technical summary 28274 is applicable to this complaint because calcification was present in the annulus and could have caused the balloon to burst. As such, an engineering evaluation is not required. The complaint for ¿balloon- burst¿ and ¿delivery system- withdrawal difficulty-through sheath¿ were confirmed. No manufacturing non-conformities were found in the returned sample. Available information indicates that patient (calcification) and/or procedural (withdrawal of ruptured balloon) factors may have contributed to the events. Since the occurrence rate does not exceed the (B)(6) 2018 control limits for the trend category, no corrective or preventative action is required.